Event description:
It was reported that the device was showing eri (elective replacement indicator) prematurely. It was also reported that the device was not displaying any battery values such as voltage and impedance. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Eri (elective replacement indicator) recorded on (B)(6) 2010.